Event description:
The user facility reported that a patient was implanted with a impella cp to support percutaneous coronary intervention. From the time of insertion, there was a pressure difference of approximately 30-50 mmhg between the a-line blood pressure and the aortic pressure in the automated impella controller. For management purposes, a-line pressure was managed using a vital sign monitor, and this did not pose a problem, but as blood pressure and diastolic pressure dropped, "placement signal minimum and low value alarms" began to appear frequently. After removal, the impella cp was retrieved, and a request was made for analysis of the pump catheter. Upon checking the insertion technique, it was determined that the catheter had initially been exposed to the surgical field, and that it was possible that it had come into contact with the white plug when it was connected. Approximately a week later, the catheter was removed because the heart had recovered. The pressure difference was not the cause.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.